Event description:
Machine number 04932 began alarming code : 40 (concentrate type error - pump a) - alarm was looked up in the phoenix operator manual and all recommendations were carried out. There was no evidence of air leak, bicart was changed and re-primed. Potassium bath was changed, connections changed, and re-primed as well. These interventions were attempted x2. The alarm would clear after the intervention was utilized however within 2-3 minutes the alarm would come on again. Dialysis was not being performed correctly due to this error. Patient treatment time had 2hr17mins left, however dialysis time was 2hrs 58mins. At that point, rinse back was started and machine was switched out. Patient started on a new machine; time was reduced to keep off time. Patient did not receive full dialysis treatment.